Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 1.82 at the distal tip. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and no material was found missing. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Annex g was updated to reflect failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the user explained to the technical support engineer (tse) that the wrist of the force bipolar instrument was broken, preventing it from releasing from the cannula. The user undocked the system to remove the instrument and cannula together and then replaced them with a new set to continue the procedure. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the user confirmed that the main tube/shaft was intact and not detached from the instrument. No fragments fell into the patient's anatomy. The reporter was unsure about the duration of the procedure delay, as she was not present. Additionally, she was uncertain whether the port incision was increased to remove the instrument and cannula together. Both the instrument and cannula were removed simultaneously due to physical damage.